Event description:
The customer reported to baxter (B)(4) of three 3 secondary medication sets that had a slower drip rate than usual. Each set was used in conjunction with an ivec pump that was set up by a nurse. The process step in which this reported condition occurred was during priming. There was no patient injury or medical intervention involved. No additional information is available.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; the sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The hp stated that there was a lot of air in the patient line. The hp stated that the patient line was fully primed prior to connecting. The hp confirmed he noted nothing unusual with his supplies. The technical service representative (tsr) assisted the hp to cycle power to clear alarm. The tsr instructed the hp to disconnect using aseptic technique. The hp confirmed to notify his nurse of this incident. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.